Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion of the reported issue and trend analysis. Six years or more have passed since the device was shipped and delivered, and it was presumed that the cause of the reported issue was due to worn connector lock or the user attempted to pull out the video connector without lowering the unlock lever. It is likely that the electrical connection became unstable due to the locking failure and the image signal from the scope could not be transmitted correctly to the video processor. It is presumed that the software version of the device was not updated due to no known issue with the previous version of the software noted. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the device was found to have a worn out lock latch on the video connector. This caused a loss in image when the pigtail was wiggled or moved. The identified parts were replaced, device was repaired. The software was upgraded. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the reported issue was confirmed. The issue was attributed to a worn out lock latch video connector. Once replaced, the issue was resolved.

Event description:
It was reported that the device video image was randomly cutting out. The issue occurred during a procedure. The type of case being performed was not reported. No patient impact or harm was reported due to the event.